Event description:
It was reported the unspecified vacutainer blood collection tube had no label or missing label information or illegible. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube has no label".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube had no label or missing label information or illegible. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube has no label".